Manufacturer narrative:
Product event summary: at incoming inspection it was noted that the touch screen was out of specification. The touch screen connector was cleaned and reseated and the touch screen parameters were reset. The touch screen was calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for an "unknown defect" and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.